Manufacturer narrative:
Unit was not received in manufacturing mode. Unit passed displacement test, sleep current measurement and active current measurement. No replace battery now alarms were present in the insulin pump history file. The power management graph indicated connector resistance issue. Replace battery alert while monitoring due to connector resistance issue. Connector on printed circuit board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for a day with the unit functioning properly during testing as shown in the power management graph. Unit was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, faded serial number label, stained serial number label and peeling end cap address label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call the insulin pump did not alarm low battery alert prior to the prior to the off no power alert several times. Customer cannot recall blood glucose reading. Troubleshoot was performed. Customer used new alkaline batteries. Customer stated there was no physical damage on the insulin pump. Insulin pump will be returning for analysis.